Event description:
Reportedly, during advancement of the rx vision over a whisper guide wire prior to entry into the patient anatomy, resistance was met with the guide wire and the rx vision could not advance any further or be retracted. The rx vision sds and whisper guide wire were removed as one unit. There were no adverse patient effects and a clinically significant delay in procedure was not reported. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The rx vision is being filed under a separate medwatch MFR number. Evaluation summary: the stent delivery system (sds) was returned with blood on the balloon and stent implant and in the guide wire lumen. There was contrast in the inflation lumen. The stent implant was stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. There was a kink in the hypotube 3 millimeters (mm) proximal to the guide wire exit notch. The guide wire exit notch was torn for a length of 4 mm. There were bends in the hypotube 4mm and 6mm distal to the guide wire exit notch. There was no other damage noted to the sds. There was a whisper guide wire returned frozen in the guide wire lumen of the sds. There was 5mm of the tip of the guide wire extending out the tip of the sds. There was a slight bend in the tip of the guide wire 8mm proximal to the tip ball, likely due to handling. There was a bend in the core 83.5 centimeters distal to the proximal end of the guide wire, also likely due to handling. There was no other damage noted to the guide wire. The sds and guide wire were left soaking in a warm water bath for a few minutes and the guide wire was able to be removed from the sds. There was blood visible on the guide wire and in the guide wire lumen of the sds upon removal. A mandrel was advanced through the tip past the proximal seal and through the guide wire exit notch and this met manufacturing criteria. There was slight resistance noted at the torn guide wire exit notch. A laser micrometer was used to measure the maximum outer diameter of the core of the guide wire and this met manufacturing criteria. The polymer coating of the guide wire was advanced through a hole gauge and this met manufacturing criteria. Resistance with a sds may occur in certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level. The condition of the catheter being used, coagulation of blood or contrast in the lumen of the catheter and/or on the guide wire can also be possible factors in reducing clearance. In this case, after the guide wire was soaked to remove the dried blood and contrast, the reported complaint could not be confirmed. During functional testing, the whisper guide wire was backloaded through the sds and there was no resistance noted. In process testing such as 100% visual inspection and outer diameter inspection or destructive testing such as verifying guide wire reversibility are performed during manufacturing. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the part and lot numbers were not reported and the packaging was not returned. Overall, a conclusive cause for the reported resistance could not be determined. There is no indication to suggest a product quality deficiency.